Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 01 month post index procedure, during a follow-up, a CT was performed where an endoleak type 1 was noted. The event was treated with chimney, etcf3636c49e cuff and a non-medtronic stent were implanted the right renal artery it was stated that 10 aptus endoanchors were also placed and the endoleak was significantly less. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine